Manufacturer narrative:
(B)(4). PMA/510(k) number: not provided. Device was not returned.

Event description:
It was reported a loosened unknown zimmer abutment at tooth location 12. Doctor advised the crown was loose.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is intended to evaluate the loosening of the abutment screw. The fracture of the legacy zimmer (lz) abutment is considerate not reportable due to FDA malfunction variance e1998009. Fracture event captured under (B)(4). Investigation results below. One unknown legacy zimmer (lz) abutment was returned for investigation under a linked complaint, (B)(4). Visual evaluation of the as returned product identified the screw portion of the abutment was fractured inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions noted on the provided per. Additionally, the patient has unknown bone density. The reported device was located on tooth #(B)(6) and was used for an unknown duration. Pictures or x-ray images were not provided. Linked complaint, (B)(4), is for a fracture event that occurred as a result of the customer retightening the abutment into the implant. The abutment screw is a single use device and retightening is considered off label use. The investigation for fracture in (B)(4) will include information from this investigation. DHR review and complaint history review could not be performed for the unknown lz abutment, as device information associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number or lot number could not be conducted for the unknown lz abutment. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening), linked complaint event (fracture), or device (unknown lz abutment). Therefore, based on the available information, the device malfunction did occur as the abutment was fractured and reported loosening event was non-verifiable as no objective evidence was provided to support the event and the event could not be recreated through functional testing.